Event description:
Per the audiologist, the pt was re-admitted to the hosp two days after his implant surgery for cerebrospinal fluid leaking from his nose. The surgeon packed off the fluid leak and the pt was admitted into ICU for one week. The pt is now out of the hospital using his cochlear implant and is free of complications.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.